Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective ise (ion-selective electrode) reference valve, and ise mix motor. The beckman coulter field service engineer replaced the valve and mix motor to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results for two patient samples on their dxc700au analyzer. The erroneous results were not reported out of the laboratory. There was no report of change to patient treatment or injury associated with this event.